Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a metacarpal bone fracture, one cortex screw was bent and three cortex screws were broken during insertion. Cortex screw (400.812s, lot 9089231) bent while the surgeon was inserting it. Therefore, another cortex screw was used instead. One unknown cortex screw broke at the screw head during insertion in the second hole at the proximal region after the surgeon completed insertion of a screw in a plate hole at the distal region. The other two unknown cortex screws were broken at the screw head during insertion in the fourth and fifth hole at the proximal region after the surgeon completed screw insertion in the proximal end hole and the second distal hole. These two screws were broken when the surgeon turned them counterclockwise before final tightening. Eventually, the surgeon inserted 2.0 mm screw in the second proximal hole, as the proximal region was unstable. The three broken screw shafts were left in the patient¿s body. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:we have received one screw for investigation. The screw was visual examined and does show no marks of use. The shaft thread is slightly bent. We do assume that this damage to the screw could have occurred trough out storage, transport or product handling. The root cause could not be finally detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.